Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if investigation requires.

Event description:
It was reported that during a spinal procedure, the drill attachment heated up. This attachment was used to complete the procedure, without causing a clinically significant delay. There was no user or pt injury reported, and no adverse consequences alleged with this event.